Manufacturer narrative:
The customer's complaint of a device failure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported set separated. The customer entered the patient's room and saw family had tubing in their had. The set had come apart "above the module" which resulted in rituxan spilling. The patient was relocated and chemo spill protocol was used. There was no patient harm.